Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated everything was working fine, but within the past week or so, they'd noticed the implant battery charge wasn't lasting as long. Patient said they used to get 4-5 days out of a charge, but now after 24 hours, the charge had depleted 60-70% already. Patient later mentioned they had knee replacement surgery a couple months ago and after that, things started to go a little bit sideways. Agent asked if patient had recently adjusted settings, patient said they did change settings in the last couple days, and at first thought that was after the issue started, but then wasn't sure when. Agent reviewed battery depletion depends on settings/usage. Patient said they will check their settings after the call. The patient was redirected to their healthcare provider to further address the issue should the implant charge still not last as long. Patient mentioned they don't have an appointment with the doctor's assistant until june sometime.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of implant battery not lasting is that they increased the therapy and that caused the battery usage to go down. Patient put the setting back to a lower usage. Issue is resolved now.